Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device but could not duplicate the issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the mute button was not responding. It was reported that there was no patient involvement at the time the issue was discovered. The sales representative (rep) visited the hospital with the replacement and collected the device. There was no reported delay in therapy. The customer called technical support to report that the mute button was not responding. Resolution and disposition are pending.